Manufacturer narrative:
The zoom 7x was not returned for investigation. The manufacturing records confirmed the product met all the design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined. However, based on the available information, possible overtightening of the rhv may have been a contributing factor.

Event description:
It was reported that during a mechanical thrombectomy procedure for an m1 occlusion, the zoom 7x catheter distal end separated. A total of two passes were performed with the device. No replacement device or intervention was required to successfully complete the procedure. The damage was observed outside the patient. According to the physician, the issue may have been related to interaction with the rotating hemostatic valve (rhv), potentially due to overtightening. The patient was stable post-procedure.